Manufacturer narrative:
The user received an "out of range" alert and reported differences between sg and bg values only when she's out on the sun and sometimes when she's taking hot showers. The case was escalated to technical support, after which a follow-up call was conducted with the user. The user was recommended moving to a cooler place when the issue occurs, and when spending extended periods outdoors in the heat, it is recommended to wear a lightweight, long-sleeved shirt which can also help provide some protection.

Event description:
On 11th june 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.